Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay using lot m219087 between (B)(6)2022 and (B)(6)2023. This MFR. Report addresses test four (4) of four (4). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6)2023 with a nasopharyngeal sample using a kitted swab. Confirmation pcr testing (unknown platform) was performed on(B)(6)2023 and (B)(6)2023 and each generated negative results. The patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact to the patient's treatment.

Manufacturer narrative:
PMA/510k: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m219087 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m219087, test base part number 193-430 / lot m219087. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m219087 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Single use; device discarded